Event description:
The customer reported that imprecise and/or erroneously elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for multiple patients on multiple days. Actual patient data was not provided by the customer for this event. This report represents two patients' imprecise and/or erroneous elevated accutni results generated on (B)(6) 2012. One patient possessed an initial accutni result, within the normal reference range of the assay, which upon repeat testing on the same instrument, was lower and also within the normal reference range of the assay. Collectively the results exceed the marketed precision claims of the assay. A second patient possessed an erroneously elevated accutni result, which repeated at a comparable elevated value. Upon testing of a same-patient serum sample, a lower result within the normal reference range of the assay was generated and regarded as valid. These patient's results were not reported outside of the laboratory and hence there was no change to, or impact on, patient treatment, death or serious injury associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that quality control (qc) results, calibration results and system check results were all acceptable. The initial samples were collected in a lithium heparin plasma tubes and were fresh samples. They were centrifuged at three thousand five hundred revolutions per minute prior to testing. The calibrator and reagent lots associated with this event were 123132 and 122056 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed minor preventative maintenance activities as well as an instrument modification. The fse also replaced the pipettor tip and the sensor for the sample door. Upon completion of the repairs, a high sensitivity system check and all levels of an accutni quality control assessment generated acceptable results and the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01742, 2122870-2012-01743, 2122870-2012-01744.